Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead revision procedure (for unknown reason) the ra lead exhibited inability to successfully pass a stylet lumen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted a test sample stylet was fully inserted and withdrawn with no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had dislodged.